Event description:
Foncke, e m.j., et al. Suicide after deep brain stimulation of the internal globus pallidus for dystonia neurology volume 66(1) january 10, 2006. Device manufacturer not identified. Also see manufacturer report number 2182207-2009-01218. The second patient had primary generalized dystonia (35 years disease duration) and no benefit from pharmacologic therapy. He experienced two mild depressive periods without suicidal ideation, which were precipitated by relational problems. He was successfully treated with paroxetine for these episodes. During childhood, several psychiatric assessments pointed to an anxious child with social phobias. Six months postoperatively, he had an excellent improvement, he regained social life, and he was free of medication (preoperatively, botulinum toxin injections and analgetics provided some relief of the severe neck pain). Fourteen months after surgery, he was able to perform his job at the children's farm, which had not been possible for years because of the severity of the dystonia. Two weeks before committing suicide (auto-strangulation at home), he was seen at our department and was very happy with the result of the surgery. One day before committing suicide, he visited his brother and was full of energy without sings of (hypo)mania.

Manufacturer narrative:
This report is being submitted following an internal audit.